Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 modular cable, lot number: unknown, was returned for evaluation following the reported event of damage to the power cables on the system controller. The modular cable was returned with discoloration on the bend reliefs. The modular cable was then tested with a mock circulatory loop and was found to function as intended without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the internal wires of the returned modular cable was tested, and the modular cable was found to have elevated resistances consistent with wire fatigue. The outer jacket and underlying layers were removed for inspection of the underlying wires, and the wires were found to be unremarkable. No further testing was performed. The submitted and downloaded log files did not indicate an issue with the modular cable. The reported event could not be correlated with an issue with the returned modular cable. Lot number was not provided, a DHR review was not performed. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6 of the IFU, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with their patient cables severely compromised. An image was provided, and no obvious alarms were seen on interrogation. Log files were sent for review, and they contained clusters of pulsatility index (pi) from (B)(6) 2025. Despite the report of patient cables being severely compromised, there was no evidence of any type of electrical percutaneous lead or power cable conductor issues seen in the log files. Further images of the damage were provided. The system controller and the modular cable was exchanged. The patient was stable. Product performance engineering provided that the photos revealed that the grime observed on the modular cable did not breach into the percutaneous lead connector enough to be considered a device issue as it was expected for debris to form prior to the modular cable seal. Signs of fluid ingress within both power cables were noted. No other notable events were observed from the photos provided. While connected to the power module, intermittent atypical power cable disconnect alarms were captured associated with relative state of charge invalid faults. The alarms did not affect pump function.